Event description:
It was reported that while prepping the balloon catheter, it was noted that the tip appeared to be blunt. It was determined that the tip had separated. The tip could not be located. The product was not used on the pt. No pt injury was reported. No other info was provided.